Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received, analyzed, and no anomalies were found. Concomitant medical products: 407645, implantable pacing lead, (B)(6) 2012; 693565, implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that at the patient's follow up visit the left ventricular (lv) lead had non-capture in all pacing configurations. It was also reported that the lv lead dislodged due to patient's twiddler's syndrome. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was further reported that the patient is enrolled in the (B)(6) study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.